Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, stuck buttons or numbers on the screen going up noted. The insulin pump has normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported programming a bolus and stated that the numbers on the screen continued to go up and was unable to stop it. Customer reinstalled the batteries and received a battery out limit alarm. Customer stated that the buttons were getting stuck and the customer received a button error alarm. Customer's blood glucose reading at the time of the call was 323 mg/dl and has treated with a manual injection. No further information reported.